Event description:
In 2003, the user facility informed the manufacturer's sales representative of the following: thrombin placed in pocket during initial placement. The port was accessed and flushed and worked as intended. The next time the port was used it would not flush.